Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced decompensation following a sensor implant procedure that took place on (B)(6) 2017. As a result, the patient was intubated, a central line was inserted, and a temporary pacemaker was inserted. It was noted the patient's doctor believes the decompensation was not related to the procedure. The patient's doctor stated the patient was very frail and had spent many weeks prior in the hospital and was overloaded. The patient will remain in a holding area until transferred to the intensive care unit.

Event description:
Upon further review of the manufacturer's complaint record database, it was revealed that the patient is doing better and is extubated.